Event description:
It was reported that prior to the start of a da vinci-assisted thoracic hiatal hernia surgical procedure, error 1 on the right master tool manipulator (mtm) was observed in logs. Tse walked caller through hard power cycle of surgeon side console with no change. System is a dual console system but after disabling right mtm on the second ssc, the system did not announce "da vinci is ready". Tse walked caller through power off of system and disconnect second ssc and system completed power on self test (post) as a single console system successfully. Customer proceeding as a single ssc system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive the mtm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, the mtm was installed onto surgeon side console fixture test platform where the 704 error was triggered indicating fault on the black / white flat flex cable (ffc), replicating the reported event. The probable root cause is attributed to cable damage of the black / white ffc in the mtm.